Event description:
It was reported by the (B)(6) authorities that the patient underwent a primary hip surgery on an unknown date. Revision procedure was performed on an unknown date due to elevated metal ion levels. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).